Event description:
Customer care received an email on 1/13/2023 from kmts field rep who reported that the patient was experiencing a service required code r2049(hvm charge_1 stuck high test failure). The issue was not resolved. There was no patient injury. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned therapy cable passed all evaluation tests. Returned monitor failed test. Kmt engineering evaluated the returned monitor and confirmed reported service error code. Further investigation was performed and observed the screw was visibly loose. The issue was identified due to a loose screw on the dump resistor. The reported issue was identified in previous failure investigation and supplier corrective action request was performed. However this unit was produced prior to completion of the corrective action. The rate of occurrences for this failure mode is relatively low so there is no need for further corrective action. The issue will continue to be trended for future occurrences.